Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The logs confirmed the unit had an error that would have resulted in an inability to mechanically ventilate, however no fault was found. The unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 email, j (B)(6) 2018 phone call.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient injury.